Manufacturer narrative:
Beckman coulter customer technical support (cts) remotely assisted the customer with the dxc 500 au chemistry analyzer and had customer verify water quality, which was less than 0.02, excluding water as a problem source. Cts advised customer to replace sample probe and if issue not resolved then replace sample syringe. Beckman coulter quality assurance (qa) investigator contacted customer on 12december 2025 via phone. Customer confirmed that they replaced sample probe and issue was resolved. The probable cause is determined to be the sample probe. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low ion-selective electrolytes (ise) patient results, including sodium (na), chloride (cl) and potassium (k), on their dxc 500 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.